Event description:
The physician was unable to advance the second stent delivery system through the previously placed first stent (the subject device) during stent assisted coil embolization to treat the reoccurrence of the anterior communicating (acom) aneurysm. Multiple attempts to advance the second stent delivery system against resistance, resulted in the first stent was dislodged and moved forward. The second stent delivery system was successfully removed and the procedure was aborted. Post procedure it was noted ¿sluggish flow around proximal end of stent already insitu¿. However, the patient woke up with no neurological deficits and was reportedly in a stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The first stent became dislodged and migrated as a result of resistance encountered with the second stent system the user was attempting to advance. As resistance is considered to be procedural factors, therefore; a root cause of operational context has been assigned to the event.

Event description:
The physician was unable to advance the second stent delivery system through the previously placed first stent (the subject device) during stent assisted coil embolization to treat the reoccurrence of the anterior communicating (acom) aneurysm. Multiple attempts to advance the second stent delivery system against resistance, resulted in the first stent was dislodged and moved forward. The second stent delivery system was successfully removed and the procedure was aborted. Post procedure it was noted ¿sluggish flow around proximal end of stent already insitu¿. However, the patient woke up with no neurological deficits and was reportedly in a stable condition.